Manufacturer narrative:
Device evaluation: the service engineer (se) inspected the device and was unable to verify the reported issue. The se performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, when a 980 ventilator apnea ventilation was initiated, the apnea alarm activated, with no breaths being delivered. The patient was removed from the ventilator and placed on an alternate ventilator. Reportedly, the patient had a stroke that was unrelated to this incident.